Event description:
A report was received that the pt has developed soreness and a lump at the lead site. The pt had lost weight, and the physician is concerned that the leads may erode through the skin. The pt is scheduled to undergo a lead revision procedure.